Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms, unexpected alert beeps, or unusual noises heard during testing. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during prime. She removed and reinserted the battery and insulin squirted out of the tubing during manual prime. She also reported that the insulin pump was making a strange noise with nothing on screen. Customer's blood glucose was high over 400 mg/dl. Mother stated that the customer had received 6 no delivery alarms the day of the call. Mother refused to troubleshoot and requested the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.